Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model. The capped lead refenced in the edited event description is included in a prior FDA report, number (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that there was a lead integrity alert (lia) triggered due to nonphysiologic sensing. The sales rep was unable to reproduce any oversensing or out of range impedance but noise was noted on the electrogram (egm). The device and right ventricular (rv) lead were explanted and replaced. No patient complications have been reported as a result of this event. It was also reported that a capped lead within the patient's body may have caused the noise by knocking on the rv lead.

Event description:
It was reported that there was a lead integrity alert (lia) triggered due to nonphysiologic sensing. The sales rep was unable to reproduce any oversensing or out of range impedance but noise was noted on the electrogram (egm). The device and right ventricular (rv) lead were explanted and replaced. No patient complications have been reported as a result of this event.